Manufacturer narrative:
(B)(4)

Event description:
Upon interrogation the device was found in back-up vvi mode. After a software download the pulse generator resummed normal function. Patient was discharged without any complications.